Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular tachycardia ablation procedure, the apex of the left ventricle was perforated, which resulted in a pericardial effusion. While mapping in the left ventricle, the catheter perforated at the apex and a pericardial effusion was noted. The patient remained asymptomatic and the procedure continued. Three hours later, the patient became hypotensive and an echocardiogram revealed an increase in the size of the pericardial effusion. A pericardiocentesis was performed, which stabilized the patient. The patient remained stable and the procedure was completed. There were no performance issues with any sjm devices.